Event description:
Healthcare professional reported a right side deflation . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, cracked valve seat diaphragm valve. Observed, an opening on anterior assessed, as surgical damage. And observed, an opening on posterior assessed, as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed, on the device.